Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with a non sustained right ventricular oversensing (nsrvo) alert. In clinic, it was determined that the alert was for post paced t-wave oversensing (pptwos). The device was reprogrammed to address the issue. The patient was stable.